Event description:
A user facility reported a surgeon had difficulty seating the intraocular lens (iol). The iol was removed and another lens used. There was no pt impact/injury associated with this report.